Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture gram positive for (B)(6) in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced bacterial peritonitis with culture gram positive for (B)(6). It was not reported whether the patient was hospitalized. It was not reported whether the patient received remedial treatment or if the event resolved. The root cause of the peritonitis was unknown. It was not reported whether dianeal pd2 ultrabag and extraneal viaflex were continued. The reporter believed the event of bacterial peritonitis with culture positive for (B)(6) was unrelated to dianeal pd2 ultrabag and to extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.